Event description:
Event description guidant received information that at the implant procedure of this pacemaker, the device was programmed out of ship mode and was in bipolar mode. However, pacing did not immediately ensue when the leads were inserted into the device header. Consistent pacing did not occur until the setscrews were tightened down. The caller expressed concern in regards to the reliability of pacing output after the leads are inserted in the device header.